Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g4: date received by manufacturer g7: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one titanium hexed uniscrew (uniht) was returned for investigation. Visual evaluation of the as returned product identified that it was fractured in pieces. Additionally, there was bone/blood residue on the devices due to usage. Functional testing could not be performed since the device was fractured. No pre-existing conditions were reported. The reported devices had been placed on unknown tooth locations for unknown period of time.x-ray and picture images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: warnings and precautions (page 3). Per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A year-long complaint history review by item number (uniht) was performed for similar events and no complaint about nonconforming products was identified. November post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and event. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported the screw fractured inside the mouth. Doctor was able to remove the fracture portion and was discarded. Doctor returned the head of the screw.